Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery cap of the insulin pump was damaged. Customer reported the golden plate was loosed. No harm requiring medical intervention was reported. Troubleshooting was not performed, and the customer will discontinue to use the device.